Event description:
It was reported the clip on the stimloc was fragile and broke easily. It was also reported the healthcare provider stated the stimloc was a ¿piece of crap but better than others.¿ additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).